Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant false upstream occlusion alarm. Constant false upstream occlusion alarms were verified through a review of the event history log; however, it cannot be determined if the alarms are true or false. Evaluation found that the ultrasonic sensor values were out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false upstream occlusion alarms. There was no patient involvement. No additional information is available.